Manufacturer narrative:
Sterile part: part: 04.211.030s, lot: 6l29953, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 08. Oct. 2019, expiry date: 01. Sept. 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non-sterile part: part: 04.211.030, lot: 13l9279, manufacturing site: (B)(4). Manufacturing location: (B)(4), manufacturing date: 13-aug-2019, part number: 04.211.030, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 30mm, lot number: 13l9279 (non-sterile), lot quantity: 238, production order traveler met all inspection acceptance criteria. Inspection sheet, in process/inspect dimensional/final inspection met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.030.999, 2.8mm ti screw blank 30mm 02.7 variable angle w/sd8, lot number: 13l5004, lot quantity: 480, production order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an open reduction internal fixation surgery for a left distal femur transcondylar fracture. After the screw was inserted it was discovered by x-ray that the locking screw was too long. The surgeon tried to remove the screw but was unable because the thread of screw head or the plate¿s hole was stripped. The surgeon removed all of other screws and removed the plate with the screw connected. The surgery was completed with another plate with a thirty (30) minute delay. Concomitant devices: unknown screws (part # unknown, lot # unknown, quantity unknown) unknown drill (part # unknown, lot # unknown, quantity 1) unknown screwdriver shaft (part # unknown, lot # unknown, quantity unknown) this report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 30mm. This is report 1 of 2 for (B)(4).